Manufacturer narrative:
(B)(4). The evaluation of the device was completed. Although the reported event was an unspecified failure, it was identified to be a reload the set (rls) 201 with the manifold o-rings as the cause. The o-rings were scrapped and the device was sent to service. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Event description:
It was reported that the homechoice (hc) device had an unknown failure. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The reported problem could not be identified but the following alarms were noted in the event log: system error (se) 2265, reload the set 201, check patient line (cpl) alarm, low drain volume (ldv) alarm, low ultra filtration (uf) alarm, slow flow patient alarm, refill not finished alarm, and check supply line (csl) alarm. A visual inspection was performed. Functional testing was performed and it was noted that the manifold o-rings did not meet specifications. The manifold o-rings were replaced. Should additional relevant information become available, a supplemental report will be submitted.